Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee biplane system. During an interventional procedure the arm stopped moving and limited stand and table speed were displayed. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. Relevant root cause investigation was performed considering complaint description, cs reports, system log files and system history. The log file analysis shows that the system detected a mismatch in the values of the two position sensors (rotation potentiometer and encoder) of the c-arm rotation axis. As a result, the system reduced the stand movement speed as a safety measure. Upon further investigation, the service engineer found the c-arm rotation potentiometer defective. The potentiometer was replaced by the local service organization and the error did not reoccur. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.